Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose level of 254 mg/dl. The customer stated they would perform a correction bolus. The customer believed the elevated blood glucose was due to the basal settings on the pump. The customer stated that the healthcare provider may need to adjust the settings and would contact tandem technical support if further assistance was required.